Event description:
Customer reported a discrepant inr result between coaguchek xs plus meter (B)(4) and a lab using an unknown reagent. At 8:00 am, the customer tested a patient by fingerstick and the result was 6.7 inr. At 8:00 am the patient had a lab draw and the result was 4.7 inr. There was no allegation of an adverse event. The patient's therapeutic range is 2.0-3.0 inr. The patient does not have hematocrit issues and does not have antiphospholipid antibodies. The patient is not on heparin or direct thrombin inhibitors. There was no change to the patient's warfarin dose prior to the test. The patient has no new illnesses, new medications and has not had any diet changes. The patient does not have any bleeding or bruising. Retention test strips (314043) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.